Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "rn reported difficulty obtaining labs. Upon removal of dressing, catheter noted to be kinked at insertion site at a 90 degree angle. Once lined straightened, blood was noted to be leaking from somewhere on exposed aspect of catheter. A hole was then noted to be present on underside of catheter just past the hub¿ no other information was provided.